Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The device was not returned for investigation. It was reported that vessel perforation/dissection was noted. The root cause of the vascular damage - peripheral vessels is most likely due to use as a tear was created during the sheath exchange.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that a patient on impella cp support experienced a tear on the insertion site that occurred during the sheath exchange process. A large hematoma and drop in hemoglobin resulted which required the patient to receive several units of blood. Patient expired two days after following family decision for comfort measures.